Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were at a concert with their children and while they were in the hotel room, the cgm was displaying 152mg/dl. During the afternoon, the patient noticed the dexcom was reading 202mg/dl and based on the cgm reading, she took insulin. Prior to attending the concert, the patient did not feel well and began to feel worse during the concert. The patient stated they felt like they were going to pass out and left the concert. The patient indicated they decided to go to the emergency room (ER) and when they arrived, they checked the patient¿s bg with a meter; however, it would not give a value. The hospital staff drew blood and determined that the patient¿s bg was 800mg/dl. The patient was treated with an insulin drip and intravenous (IV) fluid. She stayed overnight and was monitored until she was stable and was released on (B)(6) 2018. Additionally, the patient stated the cgm was removed during her stay at the hospital. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.